Event description:
Per the clinic, the device was explanted on (B)(6) 2023. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an extrusion of the device. Subsequencely, explantation and re-implantation of the device is planned; however, it is unknown if this has occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.